Event description:
It was reported that the patient was being transported via ambulance from (B)(6) to (B)(6) when the ambulance attendant noted the patient was receiving inappropriate therapy. The magnet was over the device but was not suspending device detections. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).